Event description:
It was reported that (1) sw100 and (1) hp052 were used during a lap nissen fundoplication procedure. It was reported by the rep that the case started with the hp052 making solid tones when connected to the lcsc5. The surgeon mentioned he had been having some trouble with it, so they switched to a hp050 and the blade worked. The sw100 was not forming proper knots through the case. Another one was pulled and the case was completed. There was no consequence to the pt.